Event description:
Olympus was informed that during a laparoscopic ovarian cystectomy, the trocar had come off from the pt. The physician had reinserted the trocar in the pt and continued to perform the procedure, the pt had gotten mild subcutaneous emphysema. The procedure had been completed using same uhi-4. The physician diagnosed that it had been not necessary to treat the mild subcutaneous emphysema.

Manufacturer narrative:
The referenced device was not returned to the olympus for eval, but the field service engineer evaluated the referenced device at the facility. The eval found that the uhi-4 had no abnormality. The physician thought that the mild subcutaneous emphysema had caused by incomplete reinserting of the trocar, the uhi-4 had no problem. The reported phenomenon is thought of as common complication of abdominal insufflation. The uhi-4 instruction manual states the notice for the subcutaneous emphysema. This report is being submitted as a medical device report in an abundance of caution.